Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that the recipient is not hearing properly with the device. An incident of accident or trauma is unknown. Repeated in situ measurements taken (B)(6)2017 consistently showed all channels with high impedance; previous measurements taken in (B)(6)2017 show impedance on all channels within normal limits. A device assessment has been requested. As per additional information received, the recipient's mother reported that he fell off the sofa onto the carpet, but appeared unscathed. The recipient was re-implanted on (B)(6)2017.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the recipient is not hearing properly with the device. An incident of accident or trauma is unknown. A device assessment has been requested.